Manufacturer narrative:
H4: the lot was manufactured from april 29, 2022 - april 30, 2022. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. The cause of the leak/backflow was due to a particle measured to be 1.60 mm in length lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The stressmember is located inside the bladder and a small shaving from the stressmember may have been stuck under the checkband during manufacturing. The reported condition was verified. The cause of the loose plastic shavings from the streesmember was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked out of the top of the coil cap. This issue was discovered prior to patient use while the device was still in the pharmacy. There was no patient involvement. No additional information is available.